Event description:
Info received indicated the tv function would not operate due to fluid ingress into the siderail.

Manufacturer narrative:
The hill-rom tech found dried up fluid on/inside tv button/board. He replaced the right hand entertainment board to resolve the issue.